Event description:
Customer confirmed hospitalization (B)(6) 2013, due to high blood glucose with a reading of 976 mg/dl. Customer was experienced septic shock during hospitalization. Customer not maintaining proper diet. Customer had an ileostomy. Customer stated that she had fallen which cause bleeding on the brain, which led to a seizure. Customer was admitted into intensive care unit. During troubleshooting, customer received no delivery alarms during basal and manual prime. The insulin pump will be replaced due to no delivery alarms during manual prime.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump alarmed after battery change due to faulty connector on interface board.